Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had blood in system. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) discovered the issue during maintenance. The device was inspected and troubleshooting performed. The fse replaced pneumatic module assembly (0997-00-1178). All functional and safety test were performed and passed. The device was cleared for use.

Event description:
N/a.